Event description:
The pt reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B) (6) 2009. The pt reported experiencing halos, glare, rainbow, black dot, due to a "hole" being too large. The icl remains implanted. Add'l info has been requested but none has been forthcoming. If add'l info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4) (glare), (rainbow), (black dot). Eval results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4)